Event description:
This report combines initial and f/u info, rec'd from the user facility via the (B)(6) on (B)(6) 2015 and (B)(6) 2015. This report concerns a (B)(6) male pt with pyrexia. The pt's concomitant medications and medical history was unk. On an und date the pt rec'd dc bead (bead size 100-300um) loaded with epirubicin for treatment of hepatocellular carcinoma. On (B)(6) 2015, following procedure the pt developed pyrexia (over 38 degrees c, grade 3). On an unk date, two weeks later, the pt was discharged from the hosp. At the time of this report, the pt did not recover from the events. The reporter stated that the event pyrexia was not related to the dc bead but associated to the tace procedure.

Manufacturer narrative:
This is a follow up and final report providing the manufacturer final analysis. Manufacturer analysis: a batch record review and visual inspection of a retained sample could not be performed as a batch number for the complaint was not provided. The company medical assessment concluded the event was medically reportable because of the patient's two week hospitalization. The potential contributory factors were investigated and assessed as part of this complaint. No singular root cause was identified; however, a number of potential root causes could not be ruled out including the patients underlying conditions (tumour characteristics), co-morbidities or the tace procedure itself. Capas have been identified as a result of this investigation. No further investigations are required. This report does not change the established risk: benefit profile for the product. As such, no additional risk to patients or users outside those expected for the device or drug has been identified relating to this complaint. No device failure, trend in a type of incident or unexpected risk to patient or users health, has been identified given the root cause analysis. Therefore; no field safety corrective action or product recall is required. The incidence of procedural complications will be monitored for trending analysis.

Manufacturer narrative:
Dc bead with epirubicin was reported to have been used in the treatment of this pt. The use of dc bead with epirubicin is considered off-label. The equivalent prod lc bead is available in the USA and is indicated for the treatment of hypervascular tumors or avms. The device has not been sent to the MFR for eval. No batch review was possible for this case as the lot number could not be ascertained. No prod malfunction/ deficiency has been identified. Co medical assessment: pt underwent deb-tace for hcc and subsequently developed fever that apparently led to a two week hospitalization. Because of the apparently prolonged hospitalization, this event is medically reportable. This event is currently under investigation by the MFR and the conclusions of this investigation/ any new info rec'd will be communicated as a f/u report.